Event description:
It was reported that this device exhibited premature battery depletion. It was noted that six months ago the battery remaining was 54%, while most recently the battery was at 15% remaining. A request for review of the device data was needed. Technical services (ts) reviewed device data and noted that the device was malfunctioning and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited premature battery depletion. It was noted that six months ago the battery remaining was 54%, while most recently the battery was at 15% remaining. A request for review of the device data was needed. Technical services (ts) reviewed device data and noted that the device was malfunctioning and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days at this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that this device exhibited premature battery depletion. It was noted that six months ago the battery remaining was 54%, while most recently the battery was at 15% remaining. A request for review of the device data was needed. Technical services (ts) reviewed device data and noted that the device was malfunctioning and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days the device was explanted and will be returned. No additional adverse patient effects were reported.